Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download showed that no hazard alarms had been generated by the pod, and no timeouts or drive stalls occurred during pod operation. The pod was reset and successfully paired to an unused pdm. However, device rerun was unable to be completed due to damage to the pod during download. No damages or defects were found that would cause a hazard alarm, and the investigation found no evidence of a damaged cannula.

Event description:
It was reported the patient's blood glucose level rose to 425 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. The patient reported the pod alarmed during the event. As treatment the patient replaced the pod.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.